Event description:
It was reported that during a supply change the device unlocked and proceeded directly to ¿fill tubing,¿ and the user required a rewind to complete the correct sequence; technical support confirmed the user was not connected, instructed a 2-unit tubing fill to bypass the step, and guided the user back to the beginning to rewind. Symptoms included no reported change in blood glucose. Outcomes included no alerts or alarms, no hospitalization, and restoration of normal use. Investigation included troubleshooting and user education on correct supply change steps. Investigation of this case revealed use-sequence error during supply change without device malfunction, with successful resolution after proper rewind and tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was user error related to procedural steps.